Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient showed significant hypoxemia and the body turned purple, the peripheral oxygen saturation (spo2) value of the device still appeared in the normal range, and the device did not alarm audibly. It was also reported that the customer used a non-nellcor sensor on the wrist which may have caused a large error on the reading and is not a recommended site per the manufacturer.